Event description:
On 1/30/95, rupture of right breast implant. On 3/8/95, both mammary prosthesis replaced. MFR writes, "thank you for bringing to our attention the recent incident at your medical ctr invovling our product smooth saline. On 2/6/95, product evaluation received a telephone call reporting the pt's info. The complaint was deflation of the right device and auto-immune type symptoms. On 4/2/91, dr implanted a smooth saline-filled mammary prosthesis (catalog no 350-1650, lot no 25760) submuscularly as part of a bilateral augmentation. At implantation, the device was filled with 425 cc of saline (recommended fill volume is 325 + 50 cc). On 2/2/95, the pt reportedly experienced a "deflation" of the right device. On 2/20/95, both devices were explanted. On 10/27/95, the pt reported that she was experiencing numerous health problems including but not limited to: osteoarthritis, fybromyalgia, raynaud's pneumonion, scleroderma, and degenerative disc disease. The pt reportedly has not seen her dr since her sutures were removed. One smooth saline-filled mammary prosthesis with diaphragm valve (catalog number 350-1650, lot number 25760) was returned to mentor h/s for product evaluation. As received, the device appeared to be intact with the fill tube inserted into the diaphragm valve. There was a trace amount of unk clear fluid inside the device. An unk white substance was on the anterior side of the device. On the posterior side of the device was an unk brown substance. An unk green substance was on the diaphragm valve and the fill tube. No other anomalies were observed. Because the pt is considered part of the class action, product evaluation was precluded from performing a leak testing or performing a microscopic examination on the device. Based on the limited product evaluation, the device appeared intact. Product evaluation was unable to confirm the reported deflation of the right device. Without the benefit of further investigation to include leak testing and a microscopic examination of the device, product evaluation was unable to identify any leakage sites which may have contributed to the reported deflation of the device. Because of the class action and concerns of possible spoliation of evidence, mentor h/s is prohibited from conducting physicial evaluation of the covered device. Without the benefit of add'l investigation, no further conclusion can be made at this time. Based on the info received and without the pt's medical records, product evaluation was unable to verify the reported auto-immune type symptoms. The device history record for this product was searched, and it was determined that at the time of MFR, the product met all in house specs."